Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following surgeries: 1. Removal of hardware, globus revere pedicle screw system, l4-s1 bilaterally, 2. Exploration of fusion l4-s1 bilaterally, 3. Redo lumbar fusion, using standard posterolateral technique, l4-s1 bilaterally, 4 use of globus revere pedicle screw instrumentation system, l4-s1 bilaterally, 5. Transforaminal lumbar interbody fusion, l5-s1, 6. Use of globus t-lift cage, size 10mm x 26mm, l5-s1, 7. Allograft, nonstructural (bone morphogenetic protein, large box, along with nuqu bone strips), 8. Bone marrow aspirate, right posterior iliac crest, 20ml, used with bone graft for implantation purposes to treat the following pre-op diagnosis: low back pain with suspected nonunion, l4-s1. Op-notes: using globus revere system and the previously established pedicle screw tracks, 8.5 mm diameter screws were placed in l4 bilaterally, l5 bilaterally and s1 bilaterally. A powered bur was use to bur the posterolateral elements at l4-5 and l5-s1 as well as the facet joints at l4-5 and l5-s1. All pedicle screws were placed without difficulty, each screw being 8.5 mm in diameter, obtaining good purchase of tracks. Attention was then directed to the tlif portion of the procedure. Using a jamshidi needle, 20 ml of bone marrow aspirate was harvested from the right posterior iliac crest. A jamshidi was placed posteriorly and manual back pressure on the syringe performed. Once the bone marrow had been harvested, it was mixed with nuqu bone strips, in preparation for implantation, along with the bone morphogenetic protein. On the patient's right-side, distraction was obtained across the pedicle screws via distracting the right l5 and right s1 pedicle screws. Once the t-lift distractor had been placed and distraction obtained, small rectangular annulotomy was performed along the posterolateral aspect of the right l5-s1 disk space. Straight pituitary rongeurs were used to remove a copious amount of disk material from the interbody space. The nucleus pulpous was eradicated along with cartilaginous endplates above and below. The disk space had been evacuated, t-lift paddles were used successive fashion to further shave the interbody space. An appropriate size 10mm x 26mm globus t-lift cage was positioned within the center of the disc space. This was packed with rhbmp-2/acs and positioned without difficulty. Throughout this portion of the procedure. The nerve roots retractor was used to retract the thecal sac and neural elements. After adequate placement of the t-lift cage, the radiograph was taken to document appropriate placement and the nerve root retractor was removed. Subsequently, two appropriate size posterior rods were placed and six locking caps used. The final torque wrench was used to appropriately lock each pedicle screw cap in place and final radiographs were obtained. The wound was irrigated. Bone morhphogenic protein, nuqu bone strips and bone marrow aspirate, were placed along the decorticated transverse processes bed as well as long the decorticated facet joints. The patient was subsequently extubated and taken to the recovery room in stable condition without complications. Post operatively patient alleged unspecified injuries due to rhbmp-2.